Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported blood glucose results of 525 mg/dl on advantage system, 120 mg/dl on father's unspecified accu-chek system within 10 minutes. No information provided for father's system. Reported no adverse event. Strips not available for return, replacement sent.